Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out of range pacing imedances of less than 200 ohms over the last three months. No issues with sensing, thresholds or noise were noted. The impedance issue appears to have occurred after a permacath was surgically implanted next to the rv lead; since that time a degradation of rv lead impedance has been noted. The physician opted to surgically abandon the lead as it was not able to be extracted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.